Event description:
Report received from physician that an employee experienced symptoms of tightness, wheezing and difficulty in breathing when working around cidex opa solution. States symptoms are alleviated when they leave work. Employee was treated with bronchodilator, meter dosed inhalant and planned on moving them out of the working environment.